Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 23mm epic max valve was chosen for implant for a bicuspid aortic valve. The valve was implanted and tied down. After the valve was seated and the sutures were tied, it was noted that the retrograde cardioplegia was not coming freely out of the right coronary artery (rca), and there was concern of possible obstruction of the ostium to the rca. It was believed that due to the bicuspid aortic valve anatomy the coronary ostium for the rca was not in the traditional location. The valve was removed from the patient and replaced with a 21mm non-abbott valve while the patient remained on cardiopulmonary bypass. The patient remained hemodynamically stable throughout the procedure. There were no adverse patient effects reported. The patient status was reported as stable.

Event description:
It was reported that on (B)(6) 2024, a 23mm epic max valve was chosen for implant for a bicuspid aortic valve. The valve was implanted and tied down. After the valve was seated and the sutures were tied, it was noted that the retrograde cardioplegia was not coming freely out of the right coronary artery (rca), and there was concern of possible obstruction of the ostium to the rca. It was believed that due to the bicuspid aortic valve anatomy the coronary ostium for the rca was not in the traditional location. The valve was removed from the patient and replaced with a 21mm non-abbott valve while the patient remained on cardiopulmonary bypass. The patient remained hemodynamically stable throughout the procedure. There were no adverse patient effects reported. The patient status was reported as stable.

Manufacturer narrative:
It was reported upon the retrograde cardioplegia was not coming freely out of the right coronary artery after suturing the valve, and the valve being removed from patient as there was concern of possible obstruction of the ostium. There were no adverse patient effects reported. The investigation at abbott found that there was a cut noted on one of the stent posts. No other anomalies were noted to the valve. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of noted damage is possibly from implant or explant of the valve. Information from field indicated that it was believed that due to the bicuspid aortic valve anatomy the coronary ostium for the rca was not in the traditional location. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.